Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient developed a hematoma later during the day after implant on (B)(6) 2023. The hematoma was around the paddle lead causing function/movement issues in her leg. The physician decided to explant the whole system.